Manufacturer narrative:
The device fracture associated with this event has been confirmed. The device fractures near the thread of the screw and the hex of each screw has been damaged. A complete dimensional analysis cannot be performed due to the damage of the as returned product. DHR and complaint review did not provide and indication of a manufacturing deviation that would distribute to this event. A definitive root cause has not been determined. (B)(4).

Event description:
The dentist reported that this screw has fractured. Only a portion of the screw was returned. The other portion was suctioned into the aspirator. The implant remains placed without any damage

Manufacturer narrative:
Device not returned to manufacturer.